Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt stated that while he was changing his insulin cartridge the plunger became stuck on the piston rod of the infusion device. This caused insulin to spill into the cartridge compartment of the infusion device. The pt stated that he was able to remove the plunger and he used a cotton swab and a hair dryer to remove the insulin from the cartridge compartment. The pt was advised not to use a hair dryer to clean his infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.